Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 2,855 high impedance paces recorded post lead warning, which occurred on (B)(6) 2012.

Event description:
It was reported that a lead warning triggered due to a right ventricular (rv) lead polarity switch. The lead was reprogrammed, however, another lead warning occurred the next day due to another polarity switch. It was also reported that the rv lead had increased impedance, high impedance and possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.